Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reported indicated that he could not communicate with a pt's pulse generator, even while utilizing multiple programming computers. Pulse generator was subsequently replaced and sent back to manufacturer for product analysis. During analysis, "the reported communication difficulties were confirmed. Due to the inconsistent nature of errors, the root cause could not be established. Only temperature appeared to be a contributing factor to the errors. It is possible an internal substrate anomaly may have contributed to the error. Since a precise location for the fault area can not be determined, it is not feasible to perform a destructive analysis of the module substrate". It was further detected from electrical testing that the generator was not at end of service.